Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the unit was communicating. The technical support specialist found an error in datasync log and directed to their it department to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the units were not communicating. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.